Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 450cc gel prosthesis, cat. #3504504bc, lot #5586611. (B)(4).

Event description:
It was reported (via (B)(6) medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2006 reported the following: "I had toxemia with my little boy and he was taken three weeks from his due date. I of course had to have a c-section and about two weeks after he was born, he had the worst "colic" imaginable. Tried breastfeeding him but could only do it for 6 weeks because I didn't produce enough. I had silicone implants while I was pregnant with him and he has had terrible asthma, allergies, acid reflux, food intolerance, weird movements which looked similar to seizures and hypospadias." Know that my breast implants caused this to happen to my baby and I want it to be recognized. This does not need to happen to any other child. It needs to stop now. There are no "tests" to prove this, but a mother knows their child and I know what those toxic bags did to me. I almost died." As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the left breast prosthesis.